Event description:
It was reported the patient developed an infection and the right ventricular (rv) lead demonstrated high thresholds. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant medical products: c4tr01 implantable pulse generator (ipg) 2014-(B)(6), (B)(4).